Event description:
It was reported to minimed that the customer experienced pump error 41 and pump error 43. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1 cap and reservoir locked properly into reservoir compartment during testing. During power up, the unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify error 41 alarm due to the pump error 43. Thump software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 43 alarm on 02/19/2026 18:10:19.000, 02/19/2026 18:10:26.000 and pump error 41 alarm on 02/19/2026 12:08:22.000, 02/19/2026 18:10:19.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In conclusion, pump error 43 during testing and pump error 43, 41 alarms in the pump history confirmed due to moisture damage electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.